Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that the patient had open cardiac surgery with cardiopulmonary bypass (cpb). The patient needed a double mitral-aortic valve replacement due to endocarditis. It was noted that weaning off cpb was difficult and high drug support was required in the operating room (or) and while on cpb. Intra-aortic balloon (iab) therapy was initiated to help support the weaning. After insertion, a treatment by ECMO was performed of second-line in addition to iab therapy. The patient was then transferred to the intensive care unit (ICU). After approximately two days of iab therapy, a leak occurred and blood was seen in the tubing. It was also noted that the console had generated an alarm. The iab was removed and replaced with a new one to continue therapy. Despite the support, the patient expired due to their condition of endocarditis and double valve replacement. This report of for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00234.

Manufacturer narrative:
Date of death updated. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) through (B)(6) was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.